Manufacturer narrative:
The product has not been returned as it has been disposed, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant info, a supplemental med watch report will be filed.

Event description:
A hydrothermablator procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the physician could not get a cervical seal and additionally, the tubing leaked. The procedure was aborted as a result and there were no pt complications reported. Although several attempts were made to obtain additional follow up, these attempts were futile and there is no further info regarding this event.